Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during the successful infusion of the indwelling bd pegasus¿ safety closed IV catheter system needle, the patient reported that there was liquid in the transparent dressing. After the nurse replaced the dressing, the situation reappeared. During the tearing process, the nurse found that there was leakage of the liquid at the junction between the catheter and the catheter hub. Found after use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
A sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided, noting two small splits on the catheter. The batch record also was reviewed, no related abnormalities were found. Historical data based on previous investigations helped to determine that this damage is different from the damage resulting from more common sources such as needle-stick or damage by machinery. Unfortunately the root cause cannot be determined for this issue, however bd will continue to track and trend.